Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that after the pump was removed from the aircraft, the pump shut off just after a 20-minute alarm. It was noted that the pump was plugged in during the flight. The pump was plugged back into ac power in the hospital and then swapped out successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump shut off just after a 20-minute alarm" is confirmed based on the log files provided with the complaint. Our review of the log files show that the pump lost power after the "less than 20 minutes remaining" alarm and did not alarm for "less than 10, and 5 minutes remaining" which is consistent with a depleted/significantly low voltage battery. The review also showed that the pump had been alarming for "battery in use" 6 times before the pump shut down. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat 3 optimus (ac3) be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the pump was removed from the aircraft, the pump shut off just after a 20-minute alarm. It was noted that the pump was plugged in during the flight. The pump was plugged back into ac power in the hospital and then swapped out successfully. There was no report of patient complications, serious injury or death.